Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental will be filed if there is any further relevant information from that review.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion. A new device implanted. No additional adverse patient effects were reported.